Event description:
The reporter stated that her son had received the er1 message on numerous occasions. She said that he retests and usually gets a number value. He uses a onetouch meter to retest if er1 reoccurs. She stated that he has occasionally used the color chart on the side of the test strip bottle to compare the confirmation dot.